Event description:
Boston scientific received information that during the elective procedure to explant this patient's device, difficulty was experienced loosening the setscrews and this lead from the device header. The lead was damaged during the procedure and was removed from service. A new lead was successfully implanted and interfaced to the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.